Event description:
It was initially reported that the patient was not able to adjust stimulation with their patient programmer. The patient had an appointment where it was decided that the neurostimulator would be replaced. Subsequent information received indicated that the patient fell, had a return of symptoms, and the neurostimulator had not been functioning correctly since. It was noted by the physician that the device had malfunctioned and that electrical testing indicated that the neurostimulator was no longer functioning. The physician was unable to get a good response from the patient and the patient was unable to get "it to register very well." After a workup, it appeared that the patient's generator was functioning properly and does need to be replaced. Patient had good results from stim and wanted a replacement. The system was replaced on (B)(6) 2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot # v023519, serial# implanted: (B)(6) 2007, explanted: na; programmer model 3037, lot# serial # (B)(4).